Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). On an unreported date, therapy was discontinued. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the patient had not yet recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the patient died due to end stage renal disease. Dianeal therapy was ongoing until the time of death. The nurse was contacted and declined to provide information. A batch review was performed for potentially associated lots h12f07040, h12i05048, h12k07082, h12i27059, h12g19068, h12k28039, h12l18046 and h12j15038. No issues were noted during the manufacturing process. An exception was noted for h12j15038 but does not indicate any issues related to the complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted.